Event description:
Nine coils had been successfully placed in the aneurysm, location was not disclosed. The physician deployed the subject coil into the aneurysm and was attempting to withdraw the device to reposition it. At this point, the physician encountered resistance and realized the coil was not "withdrawing correctly," so he withdrew the microcatheter to remove the coil. The coil was then re-sheathed and examined outside the patient, the physician noted that the coil was broken. The procedure was stopped at this point. There was no clinical consequence to the patient who was "discharged and fully well".

Manufacturer narrative:
Additional information was received from the user facility. There were no anomalies noted to the subject device during preparation. The delivery wire was not rotated and all movements were slow and smooth. Continuous flush was maintained. The same microcatheter had been used to deploy the other nine coils. The microcatheter tip was not at an acute angle while trying to deploy the coil and the anatomy was of average tortuosity. No anomalies were noted to the microcatheter shaft after it was removed from the patient. The device will not be returned for evaluation as it was disposed of by the user facility.